Event description:
The account alleged the brake casters swivel while in brake mode. No pt impact.

Manufacturer narrative:
The tech replaced the brake casters and the brake detent mechanism to resolve the issue.